Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inconsistent and uncomfortable stimulation and underwent an ipg replacement procedure. During intraoperative, impedances were checked with cable connected to extensions. Multiple contacts were open. Extensions were removed and impedances were checked with cable connected to leads. All impedances were perfect. The physician suspected device malfunction with the extensions. The patient was doing well postoperatively.